Manufacturer narrative:
Insulin pump received with hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. The motor arm cannot communicate with the main arm not confirmed during testing. Pump passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime or seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 36 mg/dl. The other relevant blood glucose level was 235 mg/dl and 200 mg/dl. The customer was treated with bread and sausage for low blood glucose and manual injections for high blood glucose levels. The insulin pump also had multiple pump error alarms during self test. The customer was able to clear the alarm and rewind the insulin pump troubleshooting was not performed for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.